Event description:
It was reported the pt's ipg was explanted and replaced due to the pt not charging. The pt reported effective stimulation postoperative.

Manufacturer narrative:
(B)(4): 1627487-12192011-003-r. This ipg serial number was included in field advisories. Results: the claim about: "charging/communication, pt did not recharge" was confirmed: as received the ipg was non-responsive. The reported complaint cannot be analyzed as this is considered to be a user error. According to the eon mini dfu review, there is adequate info for preserving the ipg when not in use. The dfu, page 79, the shaded area entitled "warning" states, "do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy." Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.